Manufacturer narrative:
Due to characterization limit e1: event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cardiosave intra aortic balloon pump (iabp)'s touch was not working. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings, component codes, investigation conclusions).

Manufacturer narrative:
Updated fields: b4,g3, g6,h2,h6(type of investigation, investigation findings, component codes, investigation conclusions),h11. The customer reported "does not work touch". The problem was confirmed directly on site. Touch screen replacement performed. Touch calibration. Functional checks and diagnostic tests. Repair completed. The device has passed all performance and safety tests according to the manufacturer's specifications. The device has been returned to the customer and authorized for clinical use. The failure has not caused damage or inconvenience to operators or patients.